Manufacturer narrative:
Additional data: per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Corrected data: b5, h10, remove MDR code 2896 and 67

Event description:
It was reported that an empty cartridge alarm occurred while (B)(4) units of insulin remained in the cartridge. Reportedly, the customer did not perform the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique. The customer loaded a new cartridge onto the pump to resolve the issue. Customer's blood glucose was 168mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 0. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.